Event description:
Pt reported that their one touch basic meter kept giving the not ok message. This message appeared when the meter is powered on. The pt tried replacing the battery, but the issue persisted. Per documentation, the pt was taken to the hosp but was not given any treatment. No further clinical info was provided.